Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the inner thread on the femoral stem driver was damaged enough where it would not allow it to thread into the stem impactor. It is further reported the surgeon is unable to identify when the damage occurred.